Event description:
It was reported that during a tonsillectomy, at completion of the operation with a medtronic generator and pencil, the surgeon observed burns to the buccal mucosa extending to oral commissure bilaterally of the patient. The patient received continues ongoing care and review to monitor the outcome of the injury.

Manufacturer narrative:
D10 concomitant product: e2515hdb, e2515h-db disp handswitching pencilx50, (lot#: 2606b0302r). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.